Event description:
During a preventative maintenance visit, the medtronic rep suspected the polaris camera was going out of calibration. It was tracking fine at close distance but started flickering after 4ft. Discovered psu out of calibration.

Event description:
Reporter alleged the patient received the results of 353 mg/dl, 452 mg/dl, 161 mg/dl and 109 mg/dl back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.